Manufacturer narrative:
Analysis of the unknown stimloc burr hole cover found no anomaly. With the returned clip and cap assembled in a known good base, the clip was able to hold the lead securely in place. No movement was observed. (B)(4). Stimloc burr hole cover.

Manufacturer narrative:
Concomitant products: product ID neu_stimloc_acc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type a ccessory; product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimloc had been partially explanted four days prior to the report. Only the support clip and the burr hole cover had been removed and replaced. It was stated that, although the stimloc support clip was properly locked, the lead was moving, and the support clip didn't tighten the lead enough. A surgical intervention was needed to reposition the lead and change the stimloc. It was stated that, after initial implant, the lead had moved about 5 mm from the original position, so the surgeon planned a revision to put the lead again in the good location since he saw that the stimloc was properly locked but the lead could move anyway. Patient status at time of this report was alive with no injury.